Event description:
Discordant advia centaur xp cea results were obtained by the customer on two patient samples. The customer performed repeat testing due to the initially high cea results and compared to previous results. There was no report of adverse health consequences due to the discordant advia centaur xp cea results.

Manufacturer narrative:
Siemens field service engineer (fse) was sent to the customer site for system inspection. The cause for the false elevated advia centaur xp cea results when compared to the lower repeat results and previous cea results is unknown. There were no quality control issues noted. No conclusion can be drawn. The instruction for use (IFU) limitation section states: "note: do not interpret levels of cea as absolute evidence of the presence or the absence of malignant disease. Measurements of cea should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of cea in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Cea determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not use the advia centaur cea immunoassay as a screening test for diagnosis." The instrument is performing within specifications.